Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 42500606602 femur cemented posterior stabilized (ps) standard right size 9 lot 62749398; 42532007102 tibia cemented 5 degree stemmed right size e lot 62743398. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Product is implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2017- 00289, 0002648920- 2017-00750.

Event description:
It was reported patient is experiencing pain in right knee after initial knee arthroplasty surgery.